Event description:
Allegedly surgeon followed the surgical technique by placing k-wire down proximal phalanx before placing implant. As he was inserting the component into the bone, the implant snapped in half. He was able to remove the broken end of implant , so no part of this is still in the patient. Added approx. 45 min. To surgery. Medium activity level.

Manufacturer narrative:
The investigation is complete. Trends will be evaluated. This report will be updated when the investigation is complete.

Manufacturer narrative:
Conclusion: human factor issue. The complaint was reviewed and analysis showed no trend for item/lot. Photographic images were provided. The product was not returned.